Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised the two high blood glucose rule. The customer advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised that we could not find an issue with insulin pump or infusion set she removed from the her body. The customer was advised that we will send silhouette to see if they will help her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.